Manufacturer narrative:
The reported events were inadequate capture and helix mechanism issue. A complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the retracted helix clogged with blood. X-ray examination found an over-torqued inner coil at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix was extended and retracted. The measured full helix extension length was within product specification. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures. Internal shorting was found due to an over-torqued inner coil at the connector region, consistent with procedure damage. The cause of the reported event helix mechanism issue was due to blood clogging the helix at the helix region and an over-torqued inner coil at the connector region.

Event description:
It was reported the patient presented for initial procedure. During implant, the right ventricular lead exhibited a high pacing threshold. The physician attempted to change the position of the lead, but the helix could no longer extend. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.